Manufacturer narrative:
Explant date: 2016. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing intermittent stimulation due to high impedance. The patient underwent a lead explant procedure. No further information could be obtained.